Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure, the laser system shut down. Also, it was reported an unusual noise came from the inside of the laser system. Per the customer, the fiber had to be replaced to complete the procedure. No pt injury was reported.